Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient¿s visual acuity was not good even with correction and the patient was dissatisfied. According to physician, the lens sat well and centered in the eye. Before the second surgery, the biometrics were repeated and deviations were found from the original, first biometrics. The physician does not believe that the iol was the cause. The lens was exchanged for monofocal iol in a secondary procedure and is satisfied. The explanted iol was discarded and is not available. The physician was unwilling to provide further information.